Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument moved with non-intuitive motion. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument had a non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and was test driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. The complaint was not confirmed by failure analysis. Further inspection of the instrument identified unrelated failures. The instrument was found to have a broken grip cable at the distal end, dislodged grip cable at the proximal end, signs of corrosion at the instrument bearings, pitch input disk discoloration and dried residue at the clamping pulleys. The broken grip cable at the distal end, dislodged grip cable at the proximal end are attributed to component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The other unrelated failures are indicative of mishandling and misuse such as improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure the instrument to harsh cleaning agents or insufficient flushing. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problem including misuse of the product and recognition issues. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument moved with unintuitive motion. It is unknown if the instrument moved in reversed control or uncontrolled motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.